Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to the competitor femoral head dislocating from the stryker liner after patient fell. Intra-operatively, the liner was found to have the rim of the liner tearing off from the main body of the liner. A 22mm size e 0° trident liner was revised to an mdm e liner.

Manufacturer narrative:
An event regarding dislocation and crack/fracture involving trident liner was reported. The event (dislocation) was confirmed through review of the provided medical records and x-rays by a clinical consultant. The event (crack/fracture) was confirmed through photos of the explanted liner. Method & results: -device evaluation and results: visual inspection: the device was not returned, however, photos of the explanted the device were provided for review. The photographs shows a recently explanted trident liner. The rim of the liner appears to have cracked from the main body of the part. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: rejected for medical review - x-ray shows a large outerbearing of the constrained liner disassociated from the acetabulum dated jan 2019, need operative reports and clinical past medical history. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, clinical past medical history, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised due to the competitor femoral head dislocating from the stryker liner after patient fell. Intra-operatively, the liner was found to have the rim of the liner tearing off from the main body of the liner. A 22mm size e 0° trident liner was revised to an mdm e liner.